Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/30/2018, that on (B)(6) 2017, the mobile device displayed an error message for premature countdown. Data was provided for evaluation. Data review could not confirm the reported event of premature countdown but could confirm event of low transmitter battery that occurred prior to 90 days of transmitter activation. A probable cause is low transmitter battery voltage. This complaint is reportable based on the finding of transmitter failure. No product was provided for evaluation. No additional patient or event information is available.